Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated temperature cable was registering at 36.6c in patient temperature (pt) 1 port, but 37c in patient temperature (pt) 2 port in an arctic sun device.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause for the reported event could not be determined. The repairs for this reported event are unknown at this time but will be updated if additional information is provided. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated temperature cable was registering at 36.6c in patient temperature (pt) 1 port, but 37c in patient temperature (pt) 2 port in an arctic sun device.